Manufacturer narrative:
Siemens healthineers has confirmed the occurrence of discrepant low ph and measured total carbon dioxide (mtco2) results in arterial, venous, and capillary patient samples. A field action was initiated for the affected test cards. A proximate root cause has been linked to manufacturing limited to one batch of raw material used in these affected lots.

Event description:
The customer reported discrepant low ph results on patient(s). The customer indicated that treatment was provided and that umbilical arterial and venous catheters were then placed for serial testing. No information was provided regarding the specific patient(s) involved or the number of instances in which this sampling approach was used. No results provided for the specific event(s). There is no report of injury due to this event.